Event description:
During testing it was reported that the drill attachment over-heated. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. Internal components were evaluated which revealed gritty bearings and the presence of debris inside the attachment.